Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Increased threshold measurements and loss of capture were also observed. When the measurements were checked in unipolar configuration, they were noted to be normal. Therefore, the device would remain in unipolar configuration and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.